Event description:
The facility representative reported a colleague infusion pump with failure code 550. It is unknown when this event occurred but was reported to have occurred in the central supply area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - remediated colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague pump with a malfunction of "error 550" was confirmed during product evaluation as failure code 550:121:1005:0000. The root cause of this condition was assigned to use/user error due to the user pressing "no" during the power up speaker test. No repair was required to correct this condition. A device history record review was performed finding the pump failed '401:317'. U65 was changed & pump passed subsequent testing. A service history review revealed that this device was previously serviced for failures/problems that were same as or similar to the current problem.